Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for a removal surgery due to annoying material under the skin clavicle plate /anterior hypertrophic callus. There were 3 screws cannot be removed / cold welds / mini fragment screw locked, the screwdriver broke at the top of the screw head, 2 screws small fragment locked, the screw thread is flat after the attempt to unscrew. The surgery was delayed 30-minutes. The patient outcome was ok. Concomitant medical products: unknown extraction instrument (part# unknown; lot# unknown; quantity: 1), unknown drill (part# unknown; lot# unknown; quantity: 1). This complaint involves eight (8) devices. This report is for (1) 3.5mm ti locking screw self-tapping 18mm. This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 413.018s lot: l635588 manufacturing site: (B)(4) release to warehouse date: nov 20, 2017 expiry date: nov 01, 2027 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 7 for (B)(4).